Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 130 mg/dl, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the increased basal delivery, customer's blood glucose (bg) lower to 52 mg/dl. Due to the bg level the customer "fell out of bed and hit head." Customer required assistance checking bg level and consuming carbohydrates to address bg level. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.